Event description:
It was reported that the device had a power on reset (por). The por may be related to the patient's recent radiation therapy. The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset was observed eight times for single bit parity ecc-error between (B)(6) 2011 and (B)(6) 2011. One write to locked ram por occurred on (B)(6) 2011 17:02:28. One patient alert for device circuit error occurred on (B)(6) 2011 17:02:28.